Event description:
The user facility reported that the hand control of their cmax surgical table indicated ¿bad version¿ on the display screen and functioned intermittently during a procedure with a patient positioned upon the table. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the table and confirmed the customer reported event. Discussion of the event with the facility revealed that when the reported event occurred, the facility's staff was able to command table functions using the primary hand control, throughout the procedure, although it responded intermittently. The back-up auxiliary hand control integrated into the table was functioning normally and could have been used to command the desired table functions when the reported event occurred. Further evaluation of the hand control determined it had failed. The technician disassembled the hand control. Inspection of the internal components revealed evidence of possible fluid intrusion into the hand control enclosure. The technician installed a new hand control onto the table; it performed normally and correctly without issue. The table was confirmed operational and returned to service. The hand control has been sent back to the manufacturing facility for further inspection. A follow-up report will be submitted if additional information becomes available.